Manufacturer narrative:
The pod download data showed 0x1c alarm generated, indicating that pod had reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin. The pod ran 501 pulses before getting deactivated. The pod was found to function as intended, alerting the user to change the pod.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod between 4 and 24 hours on the hip/ buttocks area. At the hospital, the patient was disconnected from the omnipod and treated with multiple daily injections (mdi).